Event description:
On 7/14/98 pt underwent surgery to repair sternal deformity. The bar became dislodged 6 hours post operatively. On 7/15/98 surgery was performed to stabilize with add'l sutures. On 7/28/98 the bar shifted again. Surgery was performed on 7/29/98 to implant the stabilizer plate for add'l stabilization.